Event description:
Caller alleged discrepant inratio2 results: results as follows: date: (B)(6) 2013, inratio: 4.4, lab: >10. Time between testing was reported as unk. Pt's therapeutic range is unk. Nurse states that pt was given vitamin k due to >10 result obtained from the lab. No further info was given.

Manufacturer narrative:
Investigation pending.